Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1452, awareness date 03-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. After insertion she developed heavy periods, constant abdominal pain, dizziness, headaches, limb numbness, lower back pain, bloating, and weight gain. In (B)(6) of 2014, she was taken to the emergency room (ER) following intercourse with her husband because it felt as if a water balloon filled with hot water was burst inside her abdomen, followed by excruciating pain. After numerous doctor appointments, an ultrasound was performed and showed that left ovary was displaced and there was a lot of free flowing fluid. She was told that was partially causing the pain, so exploratory laparoscopic surgery was scheduled with a possibility of hysterectomy. On (B)(6), when she awoke from surgery, she was told that her left ovary and fallopian tube were fused together and began to twist around one another, connected to each other by the essure device. Her uterus was perforated by the coil on her right side. Everything was removed (full hysterectomy at the age of (B)(6)). Follow up received on 20-oct-2015: ptc investigational result. Ptc global number:(B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 6 or 7 years later underwent an exploratory laparoscopic surgery and it was found that her uterus was perforated by the coil on right side and left ovary and fallopian tube were fused together and began to twist around one another connected to each other by the essure device. A hysterectomy was performed. These events, interpreted as uterine perforation and pelvic adhesions, were considered serious due to medical significance. Uterine perforation is a listed event in the reference safety information for essure while pelvic adhesions is unlisted. In the present case limited information was provided. The exact date and mechanism of the perforation were not reported. It was diagnosed during an exploratory surgery years after essure insertion. Given the nature of this event, causality with essure cannot be excluded. Common causes of pelvic adhesions include infection, endometriosis, and previous pelvic surgery. In this case, no such factors were reported. Since the consumer mentioned that the ovary and fallopian tube were fused together and connected to each other by the essure coil, although the exact nature of this event is not clear from the information provided, a contributory role of essure cannot be excluded. This case was regarded as incident due to required intervention (hysterectomy). Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-1452) on 03-oct-2015. In 2016, this case became a legal case. The most recent information was received on 05-may-2017. This spontaneous case describes the occurrence of uterine perforation ("my uterus was perforated by the coil on my right side") and pelvic adhesions ("left ovary and fallopian tube were fused together and had began to twist around one another connected to each other by the essure device") in a (B)(6) female patient who had essure (batch no. 627437) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: patient was para-2, who desired permanent sterilization, having complications with childbearing. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("following intercourse felt burst sensation followed by excruciating pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic adhesions (seriousness criteria medically significant and intervention required) with ovarian disorder, menorrhagia ("heavy periods"), dizziness ("dizziness"), headache ("headaches"), hypoaesthesia ("limb numbness"), back pain ("lower back pain"), abdominal distension ("bloating"), weight increased ("weight gain") and pelvic fluid collection (" there was a lot of free flowing fluid"). The patient was treated with surgery (everything was removed (full hysterectomy at the age of (B)(6))). Essure was removed. At the time of the report, the uterine perforation, pelvic adhesions, menorrhagia, dizziness, headache, hypoaesthesia, back pain, abdominal distension, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal distension, back pain, dizziness, dyspareunia, headache, hypoaesthesia, menorrhagia, pelvic adhesions, pelvic fluid collection, uterine perforation and weight increased to be related to essure. The reporter commented: in (B)(6) 2014, she was taken to the emergency room (ER) following intercourse with her husband because it felt as if a water balloon filled with hot water was burst inside her abdomen, followed by excruciating pain. After numerous doctor appointments, an ultrasound was performed and showed that left ovary was displaced and there was a lot of free flowing fluid. She was told that was partially causing the pain, so exploratory laparoscopic surgery was scheduled with a possibility of hysterectomy. On (B)(6), when she awoke from surgery, she was told that her left ovary and fallopian tube were fused together and began to twist around one another, connected to each other by the essure device. Her uterus was perforated by the coil on her right side. Everything was removed (full hysterectomy at the age of (B)(6)). Insertion details (B)(6) 2008: fluids: distention fluid in was 700 ml normal saline and distention fluid out was 700 ml normal saline with no fluid deficit. The patient was taken to the operating room where general anesthesia was obtained without difficulty. She was then prepped and draped in the usual sterile fashion in the lithotomy position with her legs in allen stirrups. The bladder was catheterized. A vaginal speculum was then placed, and the cervix was exposed. The anterior cervix was grasped with a single-tooth tenaculum. The uterine sound reached a depth of 8 cm. The hysteroscope was easily passed through the cervix into the endometrial cavity. A view was obtained of the tubal ostia. The essure applicator was carefully inserted into the tubal ostium and locked into place. Pictures were taken at the end of the procedure. All instruments were removed from the uterus and vagina. Anesthesia was reversed, and the patient was returned to the recovery room full stable, awake and alert. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: left ovary was displaced/lot of free fluid. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: insertion details, uterine anatomy, history and lot number received from medical records. On 12-may-2017: case (B)(4) was identified as duplicate of this case and was deleted from argus. All information and documents were transferred to this case. It was reported that the plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 6 or 7 years later underwent an exploratory laparoscopic surgery and it was found that her uterus was perforated by the coil on right side and left ovary and fallopian tube were fused together and began to twist around one another connected to each other by the essure device. A hysterectomy was performed. These events, interpreted as uterine perforation and pelvic adhesions, were considered serious due to medical significance. Uterine perforation is anticipated in the reference safety information for essure while pelvic adhesions is unanticipated. In the present case limited information was provided. The exact date and mechanism of the perforation were not reported. It was diagnosed during an exploratory surgery years after essure insertion. Given the nature of this event, causality with essure cannot be excluded. Common causes of pelvic adhesions include infection, endometriosis, and previous pelvic surgery. In this case, no such factors were reported. Since the consumer mentioned that the ovary and fallopian tube were fused together and connected to each other by the essure coil, although the exact nature of this event is not clear from the information provided, a contributory role of essure cannot be excluded. This case was regarded as incident due to required intervention (hysterectomy). An update of product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("my uterus was perforated by the coil on my right side") and pelvic adhesions ("left ovary and fallopian tube were fused together and had began to twist around one another connected to each other by the essure device") in a (B)(6) female patient who had essure (batch no. 627437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: patient was (B)(6), who desired permanent sterilization, having complications with childbearing. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("following intercourse felt burst sensation followed by excruciating pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic adhesions (seriousness criteria medically significant and intervention required) with ovarian disorder, menorrhagia ("heavy periods"), dizziness ("dizziness"), headache ("headaches"), hypoaesthesia ("limb numbness"), back pain ("lower back pain"), abdominal distension ("bloating"), weight increased ("weight gain") and pelvic fluid collection (" there was a lot of free flowing fluid"). The patient was treated with surgery (everything was removed (full hysterectomy at the age of (B)(6))) and surgery. Essure was removed. At the time of the report, the uterine perforation, pelvic adhesions, menorrhagia, dizziness, headache, hypoaesthesia, back pain, abdominal distension, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal distension, back pain, dizziness, dyspareunia, headache, hypoaesthesia, menorrhagia, pelvic adhesions, pelvic fluid collection, uterine perforation and weight increased to be related to essure. The reporter commented: in (B)(6) of 2014, she was taken to the emergency room (ER) following intercourse with her husband because it felt as if a water balloon filled with hot water was burst inside her abdomen, followed by excruciating pain. After numerous doctor appointments, an ultrasound was performed and showed that left ovary was displaced and there was a lot of free flowing fluid. She was told that was partially causing the pain, so exploratory laparoscopic surgery was scheduled with a possibility of hysterectomy. On (B)(6), when she awoke from surgery, she was told that her left ovary and fallopian tube were fused together and began to twist around one another, connected to each other by the essure device. Her uterus was perforated by the coil on her right side. Everything was removed (full hysterectomy at the age of (B)(6)). Insertion details (B)(6) 2008: fluids: distention fluid in was 700 ml normal saline and distention fluid out was 700 ml normal saline with no fluid deficit. The patient was taken to the operating room where general anesthesia was obtained without difficulty. She was then prepped and draped in the usual sterile fashion in the lithotomy position with her legs in allen stirrups. The bladder was catheterized. A vaginal speculum was then placed, and the cervix was exposed. The anterior cervix was grasped with a single-tooth tenaculum. The uterine sound reached a depth of 8 cm. The hysteroscope was easily passed through the cervix into the endometrial cavity. A view was obtained of the tubal ostia. The essure applicator was carefully inserted into the tubal ostium and locked into place. Pictures were taken at the end of the procedure. All instruments were removed from the uterus and vagina. Anesthesia was reversed, and the patient was returned to the recovery room full stable, awake and alert. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: left ovary was displaced/lot of free fluid. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.